Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited an error e216 (scope communication error) code was detected. Event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
Updates: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection. Due to corrosion on plug unit, e226 (scope communication error) occurs" is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited an e226 (scope communication error) due to the corrosion on the plug unit. There were no reports of patient involvement.